Event description:
It was reported that the patient underwent a penile prosthesis replacement surgery due to unspecified reasons for a device indicated as "unable to assess". During the procedure the existing device was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome.